Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported that their implant battery was lasting almost 3 weeks, but now it only lasts a week and a half before they have to recharge it again. The patient stated that they are having to charge the implantable neurostimulator (ins) often, as the battery is not lasting as long. They noted that the thursday prior to the report was a week since they last recharged, and their charge level was already down to the last bar on the day of the report. The patient had not been reprogrammed or switched to a new group recently, and their parameters had not been increased. The patient confirmed that they have been on the same settings that they were initially programmed with. The patient stated that they charge their ins to 100% full. They also confirmed that they had no falls. The patient was redirected to follow-up with their healthcare provider regarding their recharging intervals. No further complications or patient symptoms were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.